Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient¿s mother reported that the sensor was inserted on (B)(6) 2019. On (B)(6) 2019, the patient developed an infection at the insertion site, and he was taken to the doctor on (B)(6) 2019. The mother stated there was pus coming out at the site. While at the doctor¿s, they numbed the area, drained it, and took a culture of the drainage. The patient was given an unspecified ointment cream afterward. At the time of contact, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.